Manufacturer narrative:
The type of event is addressed in the device labeling.

Event description:
Per the audiologist, reportedly, the pt hit the flange fixture with the abutment with her hand and they fell out. The surgeon believes some other trauma had to occur since prior to this event there were no concerns with the healing and integration of the fixture. The fixture site was closed. The pt has a "sleeper" fixture and is scheduled for a f/u appointment to have the abutment attached (date not reported).